Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber "disintegrated" (broke) at 160,083 joules of use. The fiber was replaced and the procedure completed using a second fiber. There was no pt injury reported.

Manufacturer narrative:
Fiber analysis: the fiber is fractured proximal to the glue adhesion zone. The fiber distal to the fracture is broken and separated into three segments. The glass cap was returned but the tip of the glass cap is missing. The fiber was found to be burnt and charred at the distal tip. The three broken fiber segments appear black. The fiber jacket and heat shrink tube that protect the broken fibers are melted and exhibit biological contamination. There was no indication or report of any part of the device remaining inside the pt. The fiber / cap condition would result in a forward firing condition of the side-firing surgical fiber. The condition of the fiber is most likely due to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.